Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The customer complaint cannot be confirmed. There is no in-vivo data available in data management system (dms) on day of the event or days before or after the event. A review of system performance two weeks before the event did not find evidence of any system malfunction.

Event description:
Senseonics was made aware of an instance where patient experienced a hypoglycemia event and patient became unconscious. Wife called the ambulance he was admitted to hospital. Doctor of the emergency team gave patient glucose and an infusion. Patient regained consciousness after 5 minutes. According to wife sensor reading was at 69 mg/dl and blood glucose was below 40 mg/dl. Wife claimed that sensor did not go below target level and no alerts were received.